Event description:
Revision surgery - doctor decided to do revision because, patient was having pain. May have been slight infection but waiting on results. Stem was a little loose. Replaced head, neck, and stem.